Manufacturer narrative:
Unklead implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had a electrocardiogram (ECG) that showed their implantable pulse generator (ipg) is not performing correctly. The patient is also concerned if it is one of their leads. Both the ipg and right atrial (ra) lead remain in use. No patient complications have been reported as a result of this event.